Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (damage) issue. The battery compartment was cracked. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 06/05/2014. Device evaluation: the device has been returned and evaluated by product analysis on 06/02/2014 with the following findings: unexplained power on reset (por¿s) observed in the black box on event date 04/21/2014. No damage found to the battery compartment. Returned battery cap has stripped threads and is unable to fully attach to the pump duplicating power on resets. A new test battery cap is able to fully attach to the pump and was used to complete 24hr duration testing; no power issue was duplicated using the test battery cap. Removal of the pump cover showed no evidence of internal moisture. No damage to the power circuit was observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.